Manufacturer narrative:
The insulin pump had moisture damage on the electronics assembly. The insulin pump was received with minor scratches on the display window and cracked reservoir tube lip.

Event description:
Customer reported via phone call moisture damage. Customer's blood glucose level was 347 mg/dl. Troubleshooting for moisture damage was performed. Customer advised there was condensation under the display screen due to exercising while the insulin pump was inside of their bra. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.